Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was disconnected from the pin connector; it had not yet been confirmed. An (B)(4) study was being done on (B)(6) 2011. The device system was used to deliver lioresal 2000 mcg/ml at 800.1 mcg/day. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.